Event description:
Nurse sensed there was something wrong with situation during testing for potency and chest x-ray revealed that the catheter has been sheared, and the distal two thirds of the catheter now lies in the region of the right atrium. The proximal tip ends near the insertion of the catheter into the right subclavian vein.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.